Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was difficult to advance. Once it was pushed through, the inserter overrode the lens and the lens got stuck in the cartridge. The lens had scratches on it. Only the cartridge tip made contact with the patient's left eye. There was no patient injury and no other medical or surgical intervention was required. The patient was doing well post operation.

Manufacturer narrative:
Additional information/corrected data: additional information received provided the following information. The following corrections were required based on the new information which are being made in this supplemental MDR report and the following fields were updated accordingly: section b5: the procedure was completed using another lens and there was no patient contact with the original lens. Section e1: reporter (surgeon's) last name: (B)(6). Section e1: reporter email address: (B)(6). Section e1: reporter phone number: (B)(6). Section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: jun 22, 2022 section h3: evaluated by manufacturer: yes device evaluation: the complaint handpiece and lens were received loose inside of the original folding carton. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced and with the lens deployed. The cartridge tip could be observed to have stretch marks, which are consistent with a handpiece that has been used and are within specification. The handpiece was disassembled and, no assembly issues that could contribute to an override or difficulty of use could be identified. The iol was observed to be coated in viscoelastic residue. Upon cleaning the lens, no issues could be identified with the lens. The complaint issues were not confirmed. No issues could be observed during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.